Event description:
A caller reported that occlusion alarms occurred. There was no adverse impact on the customer¿s blood glucose level. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. The customer resolved the problem by changing pump supplies and resuming insulin therapy.